Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was unknown. They just kept switching off then restarted and went up slowly. When ever they got higher number, it would just hurt, but not stop their peeing. They don't remember dates. At 8 they still peed themselves and when they got to 9, all it did was just hurt. Hcp said to turn it off.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they don't use the stimulator anymore. Patient turned it off probably back in 2022 because it just stopped stimulating it didn't seem to make a difference of what was going on. Patient would crank it higher and then back down like it was recommended. When this one was installed it worked for awhile. It was like there was nothing there and it was just getting more painful if cranked it up. It wasn't helping the problem with the bladder. Patient said they don't think they ever tried a different program when the stimulator was on. Additional information was received from the patient. They clarified that they had went to see the doctor and the doctor told them to shut off the stimulator. Patient currently has stimulation shut off. Patient needed to know how to put device into MRI mode. Patient services walked caller though putting device in MRI mode. When they went to deactivate MRI mode, they selected yes to turn therapy back on and it hurt like it did before when they increased the stimulation. Patient was able to turn the stimulation back off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when they were using MRI mode and they went to turned it on, they could not get it off, it felt like there was a hot wire going from their vagina to their clitoris and they were in screaming pain. They couldn't turn it off, they were sick, and hurt they did not go to the hospital or ER or anything, they finally made it to their urologist and the physicians assistant knew what they were doing and they fiddled with it and turned it off and ever since that happened they've been extremely sore and they did not want to play with it for any future mris.